Event description:
It was reported that the right ventricular (rv) lead showed high thresholds and high impedance. It was also reported that there may be a possible lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr99525 tissue valve, (B)(6) 2007; 5076-52 lead, (B)(6) 2007. (B)(4).